Event description:
Reporter indicated a pt was having increased seizures and that the pt's vns generator had reached premature end of service. The pt underwent generator replacement surgery. Attempts for add'l info from the reporter have been unsuccessful to date. The explanted generator has been returned and is currently in product analysis.